Manufacturer narrative:
Product event summary: one controller and three batteries were returned for evaluation. One battery was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of battery (B)(4) revealed that the battery passed visual examination. Functional testing revealed that the battery flashed red on the battery charger due to a high max error. The max error is an indicator of how well the battery¿s relative state of charge (rsoc) is calibrated. The battery is still able to charge and provide power to a controller. A tendency to exchange batteries before reaching 25% relative state of charge (rsoc) may contribute to an out-of-calibration condition. This is an additional observation not related to the reported event, and can be attributed to a battery that is out of calibration. Failure analysis of the controller and batteries (B)(4), (B)(4) revealed that the devices passed visual inspection and functional testing. The results of the analyses revealed that the controller was able to recognize the batteries attached on both power ports; all connections were stable with no abnormalities observed. As a result, the reported "unstable/poor mechanical connection" event was not confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported poor mechanical connection for battery (B)(4). Event can be attributed, but not limited, to connector damage. Additional products: battery / (B)(4). D10: yes, return date: 2018-11-16 h3: yes h6 FDA method code(s): 10 h6 FDA results code(s): 114 h6 FDA conclusion code(s): 19 additional products: battery / (B)(4). D10: yes, return date: 2018-11-16 h3: yes h6 FDA method code(s): 10 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery / (B)(4). D10: no h3: yes h6 FDA method code(s): 4114 h6 FDA results code(s): 3221 h6 FDA conclusion code(s): 67 battery / (B)(4). D10: yes, return date: 2018-11-16 h3: yes h6 FDA method code(s): 10 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: one controller and four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(4) revealed that the battery passed visual examination; functional testing revealed that the battery flashed red on the battery charger due to a high max error. The max error is an indicator of how well the battery¿s relative state of charge (rsoc) is calibrated. The battery is still able to charge and provide power to a controller. A tendency to exchange batteries before reaching 25% relative state of charge (rsoc) may contribute to an out-of-calibration condition. This is an additional observation not related to the reported event, and can be attributed to a battery that is out of calibration. Failure analysis of the controller and (B)(4) 40 revealed that the devices passed visual inspection and functional testing. The results of the analyses revealed that the controller was able to recognize the batteries attached on both power ports; all connections were stable with no abnormalities observed. As a result, the reported "unstable/poor mechanical connection" event was not confirmed. Additional products: battery / (B)(4), d10: yes, return date: 04-mar-2019 h3: yes dev rtn to MFR? Yes h6 FDA method code(s): 10 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery: serial (B)(4) / model #: 1650de / expiration date: 2017-07-31 UDI #: asku, mfg date: 2016-07-31. (B)(4). Heartware ventricular assist system ¿ battery: serial (B)(4) / model #: 1650de / expiration date: 2017-05-31 UDI #: asku, mfg date: 2016-05-31. (B)(4). Heartware ventricular assist system ¿ battery: serial (B)(4) / model #: 1650de / expiration date: 2017-07-31 UDI #: asku, mfg date: 2016-07-31. (B)(4). Heartware ventricular assist system ¿ battery: serial (B)(4) / model #: 1650de / expiration date: 2017-06-30 UDI #: asku, mfg date: 2016-06-30. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller and batteries had a unstable/poor mechanical connection. They were unable to secure the batteries in the controller. The controller and batteries were replaced. No patient complications have been reported as a result of this event.